Event description:
Zoll failed to defib. Attempted to use paddles on biphasic monitor/defibrillator to defib a pt, could not get paddles to deliver shock. Put on anterior/posterior pads and it delivered the shock. The unit was turned over to clinical engineering to be checked. Clinical engineering found that the paddle set was defective. A new set of paddles was ordered, and when received, the unit was tested and determined to be operating normally.